Manufacturer narrative:
The printed circuit board (pcb) was received for evaluation. A visual assessment of the returned sample found no nonconformities. The returned sample was installed on a calibrated system and was booted up successfully with no issues. The sample was tested and was found to meet specifications. The pcb was found to meet specifications. Therefore, the root cause of the reported event of poor phaco power cannot be determined conclusively. The representative was unable to replicate the report of poor aspiration. Therefore, the root cause of the poor aspiration issue was unable to be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The operator¿s manual includes instructions for proper set up for the phaco handpiece: hold handpiece with tip pointed down into test chamber and activate fill on the setup screen. While observing stream of fluid from irrigation and aspiration ports, fill test chamber completely and slide it over end of handpiece. Ensure no air bubbles are present in test chamber. Press handpiece into instrument tray pouch with tip pointed up, and secure irrigation/ aspiration lines to clips on top of tray. Ensure tubing is not kinked. The operator¿s manual also includes the warning: if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Use of appropriate technique and settings is important to minimize fragments and turbulence. If stream of fluid is weak or absent, good fluidics response will be jeopardized. The company service representative examined the system, confirmed, and replicated the reported event of poor phaco power. However, the company service representative was unable to confirm or replicate the report of poor aspiration. The nonconforming ultrasound (u/s) controller printed circuit board (pcb) was replaced to address the phaco power issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of poor phaco can be attributed to the nonconforming ultrasound (u/s) controller printed circuit board (pcb). The reported event of poor aspiration was not confirmed. Therefore, the root cause for the report of poor aspiration cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during phacoemulsification there was poor aspiration. The surgeon removed the handpiece from the eye and exchanged it thinking it may be occluded although no occlusion bells were heard. This did not resolve the issue. The aspiration was done manually and the procedure completed with no harm to the patient. The remaining procedures were cancelled as there was no backup system.